Event description:
Procedure: right hand assisted nephrectomy: description of event: the event involved two medtronic (covidien) staple handles and 3 stapler loads. Surgeon was on the renal artery with bleeding. The first device, the endo gia xl stapler with vascular load, was clamped and surgeon attempted to fire the stapler, but it did not fire and would not release. The stapler was difficult to get off, but surgeon was able to jiggle it off the artery. Surgeon took out and changed the cartridge which also did not work (2nd load), the entire time holding pressure on the vessel. The surgeon requested a whole new stapler and proceeded to test this stapler outside the body. This second stapler also did not advance. The surgeon's partner also tested it, and it did not advance for them either. The surgeon then changed to a non-xl handle, which was a reach as the patient's weight was over 300 pounds. This device worked well, and the procedure was completed. The patient was not harmed and there were no adverse outcomes because of the event. Follow up: the surgeon reported that the xl staplers were hard to open, then when clamped it was unable to advance despite pushing the green button, etc. Surgeon reported, "I have no confidence in this device." Our representative was contacted (will be picking up the two xl staplers and the three boxes of staples) with the request for an inspection of the devices and a follow up report of their findings.